Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The 80% stenosed lesion being treated was located in the moderately calcified, non-tortuous distal left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm maverick balloon. The physician deployed the 2.50x20mm liberte bare metal stent and a dissection was observed at the lesion site. No symptoms were observed and no action was taken. Patient status reported as "stable".